Event description:
Patient had altered mental status; vital signs were checked and bp was low. Intervened with additional IV fluids and continued to assess bp but values obtained were not consistent with clinical symptoms. Obtained bp using dinamap and bp was high (consistent with history); IV fluids were stopped and intervention changed to medications to remove fluid. Patient had a seizure and was transferred to picu.